Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dried body fluids. The device was returned excessive fluids and dried tissue, with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received. The clamp arm was mechanically tested and it opened and closed properly. However, excessive dried body fluids in the clamp arm interface could contribute to issues with the operation of the clamp arm. It is recommended that the interface be cleaned prior to use. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the trigger was grasped, the doctor felt something was caught inside the device. Then, the clamp arm became not to open. As the hand switch kept being pressed while the clamp arm was closing, the tissue pad was damaged. An error five was also displayed. Another device was used to complete the case. There were no adverse consequences to the patient